Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no reported adverse impact to customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support and further information was unable to be obtained.